Event description:
Caller reported a pixel issue on the pump display, which affected the ability to read the screen. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. Customer will continue to use current pump for insulin therapy.